Event description:
It was reported that the patient underwent generator replacement due to battery depletion. The explanted generator was returned for analysis and product analysis was completed and approved. Both interrogation and system diagnostics were performed showing the device was at neos = yes and impedance values and communication were ok, and the current delivered was normal. The generator performed according to functional specifications and electrical evaluation showed the device performed as expected, with the exception of the expected low battery voltage. However, the data in the diagaccumconsumed memory locations revealed that only 41.348% of the battery had been consumed, which is not consistent with the voltage measurement. Based on the electrical evaluation results, the contamination that was observed on the trimmed edges of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the test tab removal during the manufacturing process resulted in increased current consumption and may have been the contributing factor for the reported battery status. No additional or relevant information has been received to date.